Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed nonaugmentable option tibial component catalog #: 00598603702 lot #: 61797934, nexgen lps-flex articular surface size ef 12mm catalog #: 00596403212 lot #: 61302373, nexgen standard cemented all poly patella size 35mm catalog #: 00597206535 lot #: 61828236 h6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on jul 30, 2024 under manufacturing report number 0001822565-2024-02490.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision approximately thirteen (13) years post-operatively to address pain, swelling and difficulty ambulating. During the revision, the tibial component was identified to be grossly loose. All components were revised except the patella. Initial operative notes noted no intraoperative complications. Revision operative notes noted the femoral component was well-fixed and the tibial component was grossly loose with no adhesion of bone cement to the component. No intraoperative complications were noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: a4, b4, b7, g3, g6, h2, h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.